Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to blood glucose. Tandem technical support provided pump reset information but customer did not have a charger available to perform pump reset during the call. Multiple follow-up attempts were made to complete troubleshooting; however, no response was received.